Event description:
The surgeon stated that a slight burn may have possibly occurred because the tissue had a slight fish mouth and some whitish color around the incision. Additionally, during the case there was a posterior capsule tear and the lens dropped into the posterior segment. The surgeon stated she did not hear an occlusion bell. Subsequent to observing the burn, a posterior capsule tear occurred. The surgeon stated she completed three others cases after this one with no other issues. The patient was sent to a retinal surgeon to retrieve the lens. After the trans pars plana vitrectomy, the patient developed endophthalmitis. Multiple attempts have been made for patient status with no response to date.

Manufacturer narrative:
The facility biomedical department has declined service pending completion of the facility internal investigation of the event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.